Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, on (B)(6) 2014, patient underwent revision due to malpositioned cup, instability and pain.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "pain and/or loss of function." Number 7 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, excessive weight, or excessive, unusual and/or awkward movement and /or activity."